Manufacturer narrative:
H6: the investigation concluded that there was no evidence of a specific vocsn being returned to ventec for evaluation following the reported date of event, for this specific issue. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
The following event was reported to ventec: ¿I was treating a patient with sympathetic crashing acute pulmonary edema requiring non-invasive ventilation. Patient was started on niv using the vocsn. The ventilator would not "pull" oxygen using high pressure hose from either onboard or portable oxygen tank. Patient significantly de-saturated (near 60%) and had to be switched back to a disposable CPAP mask device. All trouble shooting was attempted including ensuring high pressure oxygen was turned on, all hose connections were tight, and oxygen tanks were fully open. [Patient] survived to be admitted to ICU, that's all I know for sure, unsure of hospital discharge status.¿ when asked about patient harm, the reporter advised ventec, ¿yes, patient became hypoxic with device failure and remained hypoxic longer than if the device would have functioned correctly.¿ per the reporter, medical intervention was required to prevent permanent impairment/damage to the patient. The reporter was unable to provide ventec with the serial number of the vocsn device involved in the event. The reporter did not note the device¿s serial number, nor was he able to find it on their facility¿s internal incident report. As a result, section d4 (serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank.